Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number qjbeae, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: in the event description is sounds like 1 device had an issue. However, according to the impacted product page it says 29 devices were involved. How many products were involved? The sales rep reported that quantity of product involved is 29. If more than 1, what was the issue with the other devices? Uture breakage. How many devices will be returning? Quantity to be returned is 29. Please provide the procedure name and date. No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/02/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 h6 component code: g07002 no device problem found additional information was requested and the following was obtained: qty involved was reported as 29. However, it was the number of unopened products which will be returned. Qty of product involved: 29 => 1 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary ==> according to the information received, suture breakage occurred an opened box with nineteen packets of product code 8557 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.